Event description:
The customer reported that a ventilator will not go into standby mode. Patient involvement at the time of the event is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. An initial quote was provided to the customer. The quote has not been approved at this time.